Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer allowed moisture to enter the insulin pump and destroy the functionality of the buttons. Issue is due to careless handling of the product.

Event description:
Caller reported the spirit combo insulin pump down button is without function. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.